Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Confirmation was received that the device has been explanted. The cause of explantation was pain while wearing the audio processor. The user is described as stout and hence skin flap was thinned in a separate surgery in (B)(6) 2017 because the coil was not properly holding on the head. Immediately after that the patient stopped using the audio processor due to pain.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient underwent a revision surgery to thin out the skin flap, as the audioprocessor did not hold on place. Immediately after this surgery the recipient experienced pain whilst using the audioprocessor. Furthermore two channels were seen to be involved in a short circuit for undetermined reasons. In addition four channels have been migrated out of cochlea, as the implant registration card states a full insertion at the time of implantation. The device was explanted but has not been received for investigation yet. This is a final report.

Event description:
Confirmation of a device explantation was received. The cause of explantation was pain while wearing the audio processor. The recipient is described as stout and hence skin flap was thinned in a separate surgery in (B)(6)2017 because the coil was not properly holding on the head. Immediately after that the recipient stopped using the audio processor due to pain. The recipient was reimplanted on (B)(6)2018. No further information could be obtained.